Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), inner tubing kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
It was reported that an interrogation revealed possible artifact on both the patients atrial and ventricular leads. The right atrial and right ventricular leads were noted to be oversensing. It was also reported that the implantable cardiac defibrillator (ICD) lead exhibited a inner coil fracture near the suture tie down. The leads were explanted and replaced. No patient complications have been reported as a result of this event.